Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr rf3 sheath is 7.0 mm. In this case, the patient's minimum luminal diameter (mld) was measured to be 7.9 mm x 7.0 mm x 7.2 mm and the access vessel was noted to have no calcification and moderate tortuosity. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is likely that patient factors caused or contributed to the event. The patient is a (B)(6) female with a history of chronic steroid usage for polymyalgia rheumatica. The patient's age and history of steroid use may have resulted in friable vessels. The insertion of a large bore sheath in a friable vessel could have resulted in the reported dissection. In addition, it is possible that the presence of calcification and/or tortuosity not appreciable on imaging could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported event are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the 22fr sheath, it was noted that there was a small dissection in the right external artery. The vessel was ballooned using a non-edwards balloon and was stented to repair the dissection. Completion angio performed to reveal resolution and no additional complications. The patient left the room in stable condition.